Event description:
Customer reported a positive cue result (cartridge sn: (B)(4) on cartridge lot 19868g using reader (B)(4). Customer re-tested three times and got negative cue results (cartridge sn:(B)(4)). Customer had some sniffles but no other symptoms.

Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.